Manufacturer narrative:
The device was not returned for evaluation; a definitive root cause could not be determined. Reasonably known information suggests probable causes include material problems like degradation, mechanical problems like stress, fatigue, mechanical shock, wear and tear, deformation and fracture, and environmental problems like dust or dirt. These causes can occur between components such as switch/relay, connector, electrical cable, pin, cover, panel, chassis frame, circuit board, socket, stand screw, connector pin, electrical lead/wire, display, and housing without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that parts of the display of the subject device, specifically where the "flow rate" and "pressure" readings were located, were defective. The product issue necessitated the complete replacement of the display board. The reported problem was discovered during maintenance. There were no reports of patient harm.